Event description:
At an annual appointment affected channels were seen. The user's hearing performance with the concerned right device is affected. No accident or trauma has been reported. As of information received on the (B)(6) 2020 the user reported that on the (B)(6) he experienced pain inside his right ear as well as on that side of his neck/throat area while using the device. He did not experience pain around the area of the coil/implant on his head. He described the pain in his right ear as similar to what he experienced post-operatively after his ci surgery. The user was re-implanted (B)(6) 2020. This report refers to 9710014-2020-00171. For further information please refer to this report.